Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the visera elite video system center presented a b40 malfunction error while being used with the evis exera iii clv-190 xenon light source. The intended procedure was completed with a similar device. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the reporter was advised the evis exera iii clv-190 xenon light source was not on the list of compatible units on the system chart. The reporter was also advised about the off-label usages and the best combination should be the visera elite video system center with the clv-s190 visera elite xenon light source. There were other olympus series light sources that were compatible, just not the evis exera iii clv-190 xenon light source. An email was sent to the reporter with a reminder of the two (2) unit¿s compatibilities along with sending the unit in for repair. The caller understood the situation and will handle the situation locally. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved legal manufacturer final investigation and device evaluation. During troubleshooting, the customer used the reported device in conjunction with clv-190 however, the parts are not compatible. The customer was informed the reported device should be used with clv-s190. The reported issue is not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event could not be determined due to the unintended use error. Olympus will continue to monitor field performance for this device.